Event description:
User reports a water leak coming from the analyzer. No pt samples were affected and no operators were harmed. Prior to the field svc rep visit, the customer replaced the tank with a back-up tank. The field svc rep determined a broken di water tank valve to be the cause and ordered a replacement tank. Instrument was fully functional and performance tests were performed.